Event description:
Reportedly valve explanted after a few hours implant duration due to customer feeling that valve was defective. No further info provided.

Manufacturer narrative:
Device not returned.